Manufacturer narrative:
A philips fse went onsite to evaluate the device. Upon inspection they found the nurse call cable was not connected. The device was tested and all parameters were confirmed working properly. The device alarmed when it should have and the device passed all functional tests. The customer stated this was not a malfunction of the device. The device remains at the customer site and in use. There have been no additional calls from the customer to report the same failure. The customer reported a patient died and the device did not alert the nurse call station. The customer confirmed the device worked properly but the hospital staff did not have the nurse call cable attached. The hospital stated this is not the first time the staff has neglected the cable connection. There is no allegation of product malfunction. A philips fse went onsite to evaluate the device. Upon inspection they found the nurse call cable was not connected. The device was tested and all parameters were confirmed working properly. The device alarmed when it should have and the device passed all functional tests. The customer stated this was not a malfunction of the device. There was a reported death associated with this complaint. The customer stated the device did not contribute to the death of the patient, there was no delay in treatment. The device remains at the customer site and in use. There have been no additional calls from the customer to report the same failure.

Event description:
The customer reported a patient died and the device did not alert the nurse call station. The customer confirmed the device worked properly but the hospital staff did not have the nurse call cable attached. The hospital stated this is not the first time the staff has neglected the cable connection. There is no allegation of product malfunction. There was a reported death associated with this complaint. The customer stated the device did not contribute to the death of the patient, there was no delay in treatment.